Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power supply, cable and splitter were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The power supply was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. The splitter was returned to the manufacturer. Functional testing found that the component had no issues and performed within specifications. The cable was returned to the manufacturer. Visual found that the component was pulled free of the connector.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the monitors were both black during the case. They were able get video when connecting straight to the computer. The video splitter had no power lights. Connecting straight from computer to staff and surgeon monitor cables provided no display, and the multi out fan was not running. Issue occurred intra/peri-operatively with no reported impact to patient.